Event description:
It was reported that the patient with this pacemaker experienced syncope. The health care professional (hcp) wanted to know why the patient's ventricular rate was high. Technical services (ts) reviewed the reports and provided their insight. It was also noted that there was atrial undersensing that caused an inappropriate termination of atrial tachy response (atr) episodes. The plan is to reprogram the device. The device remains in use. No additional adverse patient effects were reported.